Event description:
It was reported the pt had fallen down some stairs and was also in a motor vehicle accident. The pt reported she had unwanted stimulation in her legs. The physician had ordered an x-ray.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.